Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Evaluation of the returned devices found that the long rods connected to the dominos have been cut on both ends with a rod cutter. The fracture is orthogonal to the rod direction and occurred at 15 mm from the connection to the dominos. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. Both rods present one mark of tightening of multiaxial bone screws closed to the dominos (marks of setscrew pointing on the rod and marks of pressure against the mas seating saddle), as well as marks of tightening of a crosslink and hook or fas. Both rods present multiple marks coming from the rod contouring maneuvers during the initial surgery. No defect was found at the level of the breakage. The rod shows typical metal fatigue damaging near the connection to the dominos. The origin of the fatigue damaging of the metal 1 month post implantation could be linked to the high level of loads applied on the spinal system following the osteotomy.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l4 using posterior instrumentation. On 28 days post-op, it was discovered that a rod was broken. Posterior instrumentation was removed and replaced 47 days post-op. At that time, an alif cage at l5-s1 and an expandable cage at l3-l5 were also implanted.